Manufacturer narrative:
Initial reporter occupation:unknown. Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Per the photo provided we cannot complete a full evaluation. The photo does show a band was deployed onto the varix. However, additional bands can be seen deployed on to the trigger cord between the barrel and the varix. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The nonconformances documented for the lot number said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The physician installed a mbl-6 for the treatment of esophageal varices and inserted the endoscope in the patient's mouth. When the second band was deployed, the band was holding the string(trigger cord) with the varix [unable to effectively deploy bands]. An additional procedure was needed to separate holding the trigger cord from the banding varix. A section of the device did not remain inside the patient¿s body. Endoscopic scissors were used to separate the trigger cord from the band. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.